Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, bleeding and a hematoma were noted at the access site. A non-medtronic (navilyst) guide wire was used to cross the native valve. After a balloon aortic valvuloplasty (bav) was performed (18 millimeter balloon), the patients blood pressure dropped. The access site was investigated and determined to not be the cause of the drop in blood pressure. A trans-esophageal echocardiogram (tee) was performed and revealed blood in the pericardium. A sub-xyphoid pericardia! Window was performed and the blood pressure returned to expected levels. The valve was then successfully implanted with an observation of mild paravalvular leak (pvl) following implant. The patient experienced hypovolemic shock due to blood loss, was treated with blood transfusions of an unspecified volume and heparin was reversed in an attempt to seal the tamponade with anticoagulation. Upon removal of the entry 18f sheath, failure of a non-medtronic closing system was noted and a manual stitch of the adventitia was performed. Following the stitch, a dissection was noted, and a balloon angioplasty was successfully performed. The bleeding in the pericardium persisted and a sternotomy was performed to place a manual stitch, which resolved the issue. The tamponade was determined to have occurred when the guide wire crossed the valve. No adverse effects beyond the surgical interventions were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).